Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheters. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacturer: yes.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheters. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review: lot: 7334856 was built and packaged on afa line 11 from 06dec2017 through 08dec2017 for the quantity of 343,210 ea. All required challenge, setup and in-process samples were performed in accordance with the quality control plan and all passed per specifications. Inspections (included but no limited to) for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Lot: 7180635 was built afa line 10 from 05jul2017 through 09jul2017 for the quantity of 311,410 ea and packaged on pkg line 9 from 6jul17 through 11jul17. One non-related (B)(4) for missing inspection (pkg.) Was initiated and disposition of the product, root cause and corrective action were applied according to the quality control plan. All other required challenge, setup and in-process samples were performed in accordance with the quality control plan and all passed per specifications. Inspections (included but no limited to) for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: received one 22ga catheter-adapter iag bc assembly inside a needle cover, one fully retracted needle-barrel assembly and 2 empty-open packages; one from lot: 7334856 and another from lot: 7180635. Visual/microscopic examination: the catheter tubing displayed several fibers (catheter material-debris) of material on the tip. A particle of white-clear material was included on the plastic bag where the catheter was received. Conclusions: a particle of white-clear (plug-shavings) and catheter material (fiber) material received along with the unit resulted from the manufacturing process. The remainder fibers displayed on the catheter tubing are not part of the process but can be introduced during the non-foreign material (plug shavings and catheter material) observed on the catheter tubing was confirmed to have resulted from manufacturing during the assembly process. A definite source of the (colored) fibers found on the catheter tip is unknown. Since the unit was returned out of its original package the fibers could have been introduced during various stages (manufacturing, user environment, and handling). A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on the catheters. Found before use. No reports of serious injury or medical intervention noted.